Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, operational problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope had frequent communication errors. There were no reports of patient harm.

Manufacturer narrative:
Provided h4 date.

Event description:
It was reported the deflectable videoscope had frequent communication errors. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.